Manufacturer narrative:
Batch review performed on 09 october 2023: lot 2239490: (B)(4) items manufactured and released on 17-nov-2022. Expiration date: 2027-11-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision surgery for infection and the pathogen is unknown. At about 6 months post primary the surgeon performed a washout and revised the liner. The surgery was completed successfully.